Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid right coronary artery. After pre-dilating the lesion, the 3.5 x 18 mm xience v was advanced, but was unable to cross the lesion. Upon removal, the stent caught on the guideliner, flaring some of the struts. Additional pre-dilatation was performed and a new same size xience v stent was successfully implanted. There was no significant delay in procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned device noted blood visible on the hypotube and contrast in the inflation lumen, consistent with preparation and handling. The stent implant was stationary on the tightly folded balloon between the markers. There were mangled struts in the first and second rows of the distal end of the stent implant, confirming the reported stent damage. The tip length and stent outer diameters were measured and met manufacturing criteria. The guideliner used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. The returned stent delivery system (sds) was used in attempt to advance through a 6f guiding catheter, but the sds would not advance past the mangled struts. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified, which likely contributed to the reported failure to advance. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. It is likely that the stent interacted with the heavily calcified lesion, damaging the strut, and contributing to the difficulty removing the sds through the guiding catheter during retraction. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove for this lot. There is no lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for stent damage.